Event description:
Information was received regarding a cadd administration set. It was reported that the patient's tubing disconnected from the end cap resulting in the spilling of their drug. There was no patient injury.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd administration sets - flow stop . 32 unused samples were received for investigation. No testing was done as visual inspection revealed and confirmed the complaint. The cause is believed to be manufacturing error of solvent was not properly applied by the operator. The retrospective review on this failure reported shown that is no increase on this failure reported, therefore the current mitigation implemented will be revisited their adherence to confirm effectiveness and no disruptions in the execution that could cause the presence of this condition in the device.

Event description:
Investigation completed and summary h 10.